Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspections were performed on the returned device and the separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported separation and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during use, the whisper guide wire tip became detached while in the patient anatomy. The tip was retrieved using a snare and all was removed from the anatomy in 2 pieces. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.